Event description:
It was reported by a customer on (B)(6) 2011 there was a decrease in fiber vaporization efficiency and the fiber forward fired at 325,158 joules. Per the customer, there were no error codes displayed on the laser console when this event occurred. There was no delay in the procedure. The power parameters that the physician was at when the failure occurred was 180. The fiber aiming beam fired forward and there were no observations leading up to the incident. It was not indicated whether or not the fiber tip was cleaned. No patient injury was reported.